Event description:
The customer called and reported the insulin pump alarmed with no delivery, despite changing out the infusion set, reservoir and site. Customer's blood glucose was 317 mg/dl. The cannula was not bent. The customer reportedly discontinued insulin pump use and had reverted to a back-up plan. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.